Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the visual inspection revealed that the tip of the driver is twisted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause could be traced to user error as the complaint alleges that the wrong handle was utilized, which would likely contribute to the failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the cypher dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. This is report one of three for this event.